Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Different issue identified: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer was able to clear the malfunction alarm and against recommendations from tandem technical support, stated they would continue to use the current pump for insulin therapy until the replacement arrives. It was noted that the customer also has insulin pens available for insulin therapy.